Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that by the clinic that the ventricular lead had a possible fracture. The lead showed high impedance and no capture. The patient's lower rate was increased to 60. The patient was scheduled to follow up with the doctor. The lead presently remains in use. No patient complications have been reported as a result of this event.